Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral vein was attempted using a proglide device via either a 7f, 8f or 8.5f sheath after an electrophysiology procedure. Reportedly, upon deployment of the proglide device, the knot could not advanced to close the vein. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis.the reported difficulty advancing the knot could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to difficultly advancing the knot include, but not limited to, suture loop pulled instead of both suture ends when removing the device from the patient, rail suture tensioned without distal advancement with knot pusher or non-rail tensioned/ advanced. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the knot was confirmed. Factors that may contribute to difficultly advancing the knot include, but not limited to, suture loop pulled instead of both suture ends when removing the device from the patient, rail suture tensioned without distal advancement with knot pusher or non-rail tensioned/ advanced. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.